Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 29 mg/dl, 43 mg/dl, and 114 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
It was reported that an unknown hair-like material was observed inside the syringe. The device was discarded at hospital.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot # 0905132 was returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were obtained outside the ten minute timeframe.